Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to medwatch as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported " receiving a chemical burn from the sensor adhesive after eight days of usage" of the adc freestyle libre sensor. Additionally, the customer "was told how to treat her burn by her nurse." No further details were provided. There was no report of death or permanent injury associated with this event.